Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head, lot #: unknown. Item #: unknown, unknown cup, lot #: unknown. 0087570560, shell with cluster holes porous, 639939. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 0407. Reported event was confirmed by review of medical records. Root cause was unable to be determined. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records indicate that the patient underwent a revision surgery due to pain and infection. There was redness and pus in the wound. Lab test results showed that there was a significant increase in erythrocyte sedimentation and c-reactive protein. Bacterial culture was positive for eschericia coli. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip exclusion therapy due to pain, redness, infection and redness approximately 1 year postimplantation. Attempts have been made and additional information on the reported event is unavailable at this time.